Event description:
The customer reported being hospitalized for high blood glucose of 545 mg/dl. Troubleshooting was performed. The time and date on the insulin pump were correct. The alarm history revealed multiple low battery alarms. Ran a fixed prime test and the insulin exited. Reviewed the insertion techniques and appears that the customer inserts while sitting. No further info was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.